Event description:
The report form the affiliate indicated: that during an elective pci, a side branch or collateral vessel was occluded during post dilatation of a cypher stent. The collateral vessel was reported to be an acute marginal (am) branch. The collateral vessel was reported to be highly calcified. The cypher stent was implatned in the distal right coronary artery (rca) using a double-guidewire technique involving the acute marginal branch. Before post-dilitation, the guidewire to the acute marginal (am) branch was removed. The stent was post-dilated with a 3.5/15 mm balloon at 14 atm. A plaque shift occurred at this point and occluded the acute marginal branch. An attempt to cross the occluded collateral branch with the guidewire was unsuccessful. No further intervention was deemed necessary. The pt experienced ECG changes - st segment elevation, chest pain, cardiac enzyme elevation (ck 290). The pt was not diagnosed with an mi. The pt was reported to be in stable condition three (3) months after the index procedure and following repeat coronary angiography.